Manufacturer narrative:
There is no further information available. Should additional informaiton become available, this report will be updated.

Event description:
Boston scientific received information that this patient, implanted with this pacemaker was showing a history of noise, oversensing with pacing inhibition over the past three months. The ventricular sensitivity settings were reprogrammed to prevent oversensing. Technical services suspects a lead issue and recommended addressing this as the patient is pacemaker dependent. No adverse patient effects were reported.